Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). No related complaint received with return of device. Conclusion: failure observed during analysis. Final analysis found that a partial lead was returned. Insulation degradation was noted at 4.5 cm from the connector pin.